Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mechanics was dirty, oily and corroded on the oscillating saw device. It was further determined that the device failed pretest for check the tool coupling, check the air hose coupling, check oscillation frequency. Min 15,000 - 18,000 osc/min check performance and check operating of trigger . It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.